Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse discovered the o-ring was missing from the quick disconnect fitting on the pump console. The fse replaced the o-ring using a screw kit and tightened several fittings while following the helium leak troubleshooting guide. The fse completed the full pm, calibration, safety, and functionality checks per the service manual. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/114) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/114) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/114) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2022 was reviewed. There were no triggers identified for the review period.